Event description:
An experienced proceduralist was performing cardiac catheterization when the tip of the guidewire broke off. Retained percutaneous coronary intervention (pci) hardware in proximal left circumflex (lcx) extending into tiny obtuse marginal (om) branch. This retained fragment will require patient to take blood thinners for one year. Surgical consult states: the proximal extent of the wire would not be retrievable through the left main from a surgical exposure. This is a relatively inaccessible area of the heart without major vessel division and dissection of the distal left main bifurcation. Patient who is offered diagnostic cardiac catheterization and possible pci. Symptoms are consistent with silent myocardial ischemia. Stress test is intermediate to high risk with lcx ischemia described. Procedure: after obtaining informed consent, the patient was brought to the cardiac catheterization laboratory, draped, and prepped in usual fashion. The wrist was anesthetized with 3 ml 1% lidocaine. Using an anterior wall approach the radial artery was cannulated and a 6 fr sheath was placed. A jl3.5 catheter was advanced into the ascending aorta and aortic pressure was recorded. The catheter was then used to engage the left main and selective left coronary angiography was performed at multiple angles. The catheter was then disengaged and exchanged for a jr5 which was used to engage the right coronary artery. Selective right coronary angiography was then performed at multiple angles. A catheter was advanced into the left ventricle and left heart pressures were recorded. Left ventriculography was not performed. Findings: hemodynamics: see technician's report for full detail. The left ventricular end-diastolic pressure (lvedp) was 25 mmhg. No significant transvalvular gradient. Left ventriculography: deferred. Coronary arteriography: coronary arteriography: the coronary angiograms are technically satisfactory. Left main coronary artery: has approximately 30% distal narrowing. Left anterior descending coronary artery: is a moderate size vessel which extends transapically. The vessel has diffuse luminal irregularities. There is a moderate sized first diagonal branch with luminal irregularities. Circumflex: circumflex system gives rise to a ramus intermedius branch with luminal irregularities. Proximal circumflex has approximately 90% narrowing. The mid vessel has 30% narrowing. There is a diminutive first obtuse marginal, a small second obtuse marginal branch with luminal irregularities, and a small to moderate sized third marginal branch with a patent stent. The distal circumflex is small with luminal irregularities. Right coronary artery: the right coronary artery is a moderate sized dominant vessel with luminal irregularities. The pda and posterolateral branches are both small with luminal irregularities. Intervention summary: lcx: the pre-procedural stenosis was 90% and there was timi 3 flow. A extra-backup catheter (ebu) 3.5 guide was used to engage the left main (lm). A pt2 moderate support wire was advanced into the distal lcx. A guideliner was added for support. A 2.5 balloon was used to pre-dilate. There was tremendous difficulty advancing a stent beyond the lcx ostium but ultimately a 2.25/12 drug eluting stent was placed. Post-dilatation was done with a 3.0 nc balloon. An intravascular ultrasound (ivus) catheter was then used to image the treated segment of the vessel and this revealed complete stent expansion, no malposition or edge dissection, reference vessel diameters consistent the stent and post-dilation balloon diameters. The minimum cross sectional area following stent deployment was >4mm2. The final result was 0% and timi 3 flow. Following the procedure a fractured wire tip was visualized in the proximal lcx extending into the diminutive first obtuse marginal branch. The proximal end of the fragment did not extend into the left main.